Manufacturer narrative:
(B)(4). Additional 510k number includes k101880.

Event description:
It was reported that the implant ((B)(4)) fell off of the driver. No other information was able to be obtained. A good faith effort has been made to contact the customer but all attempts have been unsuccessful. If any new information is discovered a follow up medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with an additional implant of the same size. It is not clear which implant is the reported implant, therefore both were inspected. Both devices show minimal signs of wear and some debris at the threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants 9665 rev 0-09/14. Information identified: technique information ¿ step 6: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. The devices were functionally tested, and found to engage with a mating driver as intended without disengagement. The circumstances of the event could not be recreated. The alleged complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G1: contact office, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h4: date of manufacture, h6: entered evaluation codes, h10: added manufacturer narrative.